Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she sees floaters in her eye which she describes as "a flock of birds going south". Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested. (B)(4).